Event description:
Approximately one month after uneventful cataract surgery with implantation of the crystalens iol, the patient presented with a decrease in visual acuity. The physician examined the patient and determined that the iol had vaulted. The surgeon repositioned the iol on two separate occasions, however, the patient's visual acuity did not improve, the iol was subsequently explanted and replaced with another iol. The physician attributed the event to capsular contraction syndrome.